Event description:
It was reported that the patient was hospitalized for non compliance of medications causing acute kidney injury (aki) with an increase of creatinine (cr) 1,8 to 2.3. While hospitalized, medications were adjusted improving cr. Patient also had low flow alarms due to over-diuresis. Despite hospitalization and educating the patient regarding the importance of medication regimen, the patient remains non compliant. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Product event summary: (B)(4) was not returned for evaluation. The reported low flow event was confirmed via review of the available autologs report which revealed several intermittent decreases power consumption and estimated flows within the analyzed period and 21 low flow alarms were logged since (B)(6) 2021. Information provided by the site indicated that, in addition to the low flow event, the patient was hospitalized for non compliance of medications causing acute kidney injury (aki) with an increase of creatinine (cr) 1,8 to 2.3. While hospitalized, medications were adjusted improving cr. Of note, it was reported by the site that patient had low flow alarms due to over-diuresis. Despite hospitalization and educating the patient regarding the importance of medication regimen, the patient remains non compliant. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, renal dysfunction is a known potential complication associated with the implantation of a vad. There is no evidence that the patient had a history of similar adverse events. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Possible factors that may have led to the event include but are not limited to the reported patient noncompliance in taking medications or other issues related to the therapeutic use of anticoagulant and antiplatelet medications, patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.